Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck on the fill tubing screen. The customer states they hear a series of beeps but nothing happens. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with cracked reservoir tube lip, scratched lcd window.